Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the second day after the operation, the patient suffered from cerebral hemorrhage and they could not stand or walk. Presently, the cerebral hemorrhage has been cured. Now the patient is receiving follow-up rehabilitation treatment. No further complications were reported as a result of this event.